Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 18 mg/dl. The customer treated with glucose shot and food. The customer stated that he laid on the floor for about 4 to 5 hours and his neighbor knocked on the door and was able to call the ambulance. The customer took his set out of his skin during the incident. The insulin pump will not be returned for analysis.